Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "bent neuro-tip" was confirmed. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from the USA stating that the neuro-tip on the device was bent. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.